Manufacturer narrative:
The reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).

Event description:
Two incidences of suction failure were reported in a literature article regarding evaluation of femto laser for lasik flaps. The patient interfaces were replaced and surgery was completed.